Event description:
It was reported that the health care provider (hcp) was concerned that the patient had an infection. The patient had a (B)(6) infection at the time of implant and the hcp was aware of this infection. The patient had (B)(6) throughout the whole thing and they were a chronic (B)(6) carrier. The patient was currently on clindamycin. The last time the patient tried a new antibiotic was on (B)(6) 2015 and they tried doxycycline and the patient was allergic to it. The ins site was all swollen and red again now and late last night it started to swell and get bigger and the redness started this morning. It was not streaking, but it was a big circle especially above where the implant was and they could feel it. The patient would see their hcp on (B)(6) 2015. The patient would see the nurse at their managing hcp¿s office and they did all the programming. The patient would be seeing their regular hcp tomorrow. The patient was down to only 2 oral antibiotics that they could take. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4) implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0qwh3, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4) product type: programmer, patient. Product ID: 3889-28, lot# va0rk2y, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058, serial# (B)(4) implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).